Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was getting electronic jolts of extreme voltage into his brain coming from his spinal cord. The patient said the issue began within a couple months after three titanium metal fusion surgeries of the spine. The patient said his former healthcare provider (hcp) addressed the issue before leaving, but the patient didn¿t know what that was about. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the stimulator was causing the shocking sensation and the rep had yet to meet with the patient. No further complications were reported. Follow up was conducted.